Event description:
The bd angiocath broke off inside the patient while a doctor was performing a paracentesis. Patient required a procedure to remove the piece of catheter, which was performed successfully and no further treatment was required.

Manufacturer narrative:
The device will be sent for investigation. A supplemental report will be submitted upon receipt of sample and completion of the investigation.